Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced a low blood glucose event on (B)(6) 2026. The low blood glucose had been treated with food. The patient had been using the insulin pump system within forty eight hours of the reported low blood glucose event. No further information available.